Event description:
It was reported that during a laparoscopic hysterectomy procedure, jamming occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? Around the uterus. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? The analysis results found that the device was returned with the left jaw ramp broken making the instrument non-functional. Dried body fluids at shaft and handle area were noted. Evidence of corrosion was noted on the broken area. The device was sent to the lab for further evaluation and the results states as follows: the device was examined and photographed with an optical microscope. The fracture surface of the jaw was then examined and photographed with the scanning electron microscope (sem). The sem examination of the fracture surface was partially covered with corrosion, most likely from liquids the device was exposed during and after the surgery. Most of the fracture surface is intergranular which is a mode of fracture when the alloy breaks along the grain boundaries in a brittle mode. This is usually caused by corrosive fluids (saline, blood, disinfectants) present on a part while it is under stress. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after shipping from the hospital before receipt at the lab. Please note that this condition is unrelated with the reported incident. No incident related to the reported event was observed during the batch record review.